Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Subsequently, an unexpected reset and a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 125-190 mg/dl.